Manufacturer narrative:
Phone # not provided at time of report.

Event description:
It was reported to philips that the device has damaged battery pins. There was no reported patient involvement/adverse patient impact.